Manufacturer narrative:
Motor error alarm during the basic occlusion test and pump unable to prime during prime/a33 test due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window, cracked battery tube threads and missing end cap sticker.(B)(4)

Event description:
Customer reported that his drive support cap was popping out. Customer stated he just noticed his drive support cap was damaged. He also stated his blood glucose had been high. Customer's blood glucose was 200 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.